Event description:
It has been reported that two inserts were not firm enough when inserted into the tibial trays. There was no adverse consequence for the patient or delay in surgery or anesthesia time.